Event description:
It was reported that the user experienced a hypoglycemic event after a lunchtime insulin dose that was perceived as higher than usual, resulting in an extreme drop in blood glucose, and no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included a transient; non-serious impact without hospitalization. Investigation included outreach to the user for additional event details and blood glucose information. Investigation of this case revealed that the cause could not be determined with the available information and no device malfunction or component failure has been identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.